Event description:
It was reported that the patient experienced an event where an infusion set tape was not adhering properly on (B)(6) 2026.

Manufacturer narrative:
E1:name: (B)(6).country: united states of america.street: (B)(6).city: (B)(6).state: (B)(6)zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.request was requested for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site:8021545.